Manufacturer narrative:
This report is submitted on june 15, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on july,30,2022.